Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners have chipped three of their teeth since starting treatment. Advised patient to see dentist. Patient seen dentist who stated that they can move forward with treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.